Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have thermal damage on the yaw pulley and distal clevis. The distal clevis ear was cut off and the conductor wire was broken at the weld. Further investigation, found the yaw pulley and conductor cap both exhibited charring and other signs of thermal damage. The source of the thermal damage was the conductor wire break at the weld between the wire hand hook shank located within the yaw pulley. The silicone potting at the yaw pulley to wire interface was compromised as well, making it more likely for energy to escape from that interface. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a broken cable was observed on the permanent cautery spatula instrument. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.